Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing/shortness of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In general information: date due, become aware date are updated in this follow-up. In box b: adverse event/product problem, outcomes attributed to ae, event date (rfb) are updated in this follow-up. The updated b5 will be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, headache, nausea, vomiting, inflammatory response, lung disease, general irritation, memory loss, throat yeast infections. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box e: reporting institution name, reporting address line 1, reporting address city, reporting address state, reporting address postal are updated in this follow-up. In box g: date received by mfg is updated in this follow-up. In box h: type of reported complaint, patient outcome code grid, health impact grid, evaluation method code grid, evaluation results code grid, conclusion code grid and recall (z) number are updated in this follow-up.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing/shortness of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.